Manufacturer narrative:
(B)(4). A product deficiency was identified and it was attributed to multiple lots of prism reaction trays. Abbott prism channel station one cover was redesigned with a lengthened and beveled leading edge to provide the abbott prism reaction trays with a smooth transition from under the destacker/tray loader to the channel sample dispense position. The abbott prism system is more robust to reaction tray dimensional variability by minimizing the opportunity for tray jam errors that occur at the tray channel entry. There were (B)(4) lots impacted by this issue. A total of (B)(4) complaints were received for this product problem. The first complaint was received on (B)(4) 2011 and the last complaint was received on (B)(4) 2013. There were no deaths or serious injuries (adverse events) reported.

Event description:
An increase in the following errors was observed by customers when using multiple lots of abbott prism reaction trays: shroud down (3x-104), high dark counts (02-201), tray at lug (3x803), and tray jammed in channel (3x-510, 3x-514, and 3x-511). No incidents of impact to patient management were reported.